Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device is an instrument and not implanted/explanted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon experienced two or three dural tears with unknown transforaminal posterior atraumatic lumbar applicator instrument. No patient or procedure detail information was provided. The surgeon had been using transformational lumbar interbody fusion trials for his transformational lumbar interbody fusion procedures for quite a while. When he switched to transforaminal posterior atraumatic lumbar applicators they were slightly wider and had a notch on them. The surgeon reported that two or three times he tore a patient's dura as he approached the disc. The surgeon found that using a wider retractor helped and has not had an issue since. Each time the surgeon was able to repair the torn dura and there was no adverse effect on the patient. Repairing the dura added an unknown amount of time to the procedure. The procedures were completed successfully and the patients¿ status afterwards was good. No further information available. This report is for unknown transforaminal posterior atraumatic lumbar applicator instrument. This is report 1 of 1 for (B)(4).